Manufacturer narrative:
Product analysis: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. No additional information received. Analysis completed, complaint not confirmed. Upon receipt at medtronic¿s quality laboratory, the valve was visually inspected with no anomalies noted. The serial number was verified to be correct. The valve leaflets were fully mobile. The valve was inspected and functionally tested per manufacturing procedure and met specifications. The carbon components and stiffening ring were dimensionally inspected and met engineering specifications.

Manufacturer narrative:
As a smaller 24 mm mechanical valve was successfully implanted and the returned 26 mm device met specifications, it is possible that one leaflet of the 26 mm valve was not moving due to inadvertent oversizing of the valve, causing the leaflet to impinge on native tissue.

Event description:
Medtronic received information that this 26mm mechanical valve was leaking from an unknown location following implant. Under transesophageal echocardiogram, only one leaflet appeared to be moving. A valve replacement procedure was performed where a smaller 24mm mechanical valve was implanted. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.